Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was displaying noise on the right ventricular (rv) channel. The noise was oversensed and caused pacing inhibition. The sensitivity of the device was reprogrammed, which successfully treated the problem.